Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient had glare/poor vision. The lens was exchanged for another lens model 3 months and 14 days following the initial procedure. Clinical reason for explant was mentioned as glare and poor blurry vision. Additional information has received stating that the patient had complaints of poor vision, blurry vision and glare which were worsening since initial surgery. The surgeon did not believe anything was wrong with the lens or diopter, just that the patient was very unhappy with vision outcome, especially the amount of glare. There was no patient harm post explant.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Cracks are observed in one of the gusset areas of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company (1.50cylinder), 19.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal lens. Due to the exchange of a toric multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).